Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A 13-month complaint history review and service history review for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 1 - introduction and applications, states the following: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. Chapter 4 - screen operations, section 4.6- parameter setting also states: flow factor: pump flow factor. Never change this parameter without instruction from technical support. The most probable cause of the reported event was due to a flow factor adjustment.

Event description:
On (B)(6) 2017 a customer reported seeing fast retention time (rt) of 0.62 - 0.63 minutes (acceptable range is 0.57 to 0.61 minutes) in the g8 instrument. Technical support specialist (tss) provided troubleshooting over-the-phone to address the reported event. Customer reported that the flow factor (ff) was 1.08; the pump pressure was at 7.69, a column count was at 800, and they are using a new filter. Technical support specialist (tss) instructed the customer to adjust the ff to 1.10 to slow down the rt, run quality controls (qc), and patient samples. On (B)(6) 2017, during a follow-up call, the customer confirmed that after adjusting the ff, the rt is running within the acceptable range. The g8 instrument is functioning as intended. No further action required. It is not known whether hemoglobin a1c results were different before and after the retention time adjustment. There is no indication of any patient intervention or adverse health consequences due to this event.